Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. While hospitalized the patient was treated with unknown intravenous antibiotics. On an unknown date, the patient was discharged from the hospital and antibiotic treatment continued for fifteen days after receipt of this report. The patient was recovered from this peritonitis event. Action taken with the dianeal and extraneal therapies was not reported. No additional information is available.